Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true (B)(6) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired after an implant duration of approximately 3 days. Through follow-up with the health-care provider, the patient's certificate of death was provided. The immediate cause of death was listed as multisystem organ failure. Also indicated was dilated cardiomyopathy, recent cardiac surgery, and severe mitral regurgitation. No other details were provided. Additionally, there have not been any allegations of a product malfunction or that this device caused or contributed to the patient's death.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This patient also had another edwards device implanted at the time of death. Please reference the other medwatch filed under device serial #(B)(4).